Event description:
Information received indicates the brake will engage, but does not hold.

Manufacturer narrative:
The technician found the screws were broken off on both of the hex rods. The technician re-tapped the hex rods and replaced the screws to repair the stretcher.